Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic radical prostatectomy- "the surgery was performed and the doctors saw that the pneumo was lost. The doctors reviewed the optical trocar (ctr71) was broken. The optical trocar (ctr71) was changed and the same thing happened." Additional information received: the trocars did not particulate when they broke, only a crack and no particulate was left in the patient. Patient status unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted a crack in the cannula. Engineering noted that the cannula wall thickness did not meet specifications. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The crack in the cannula is likely the result of either excessive external force placed on the cannula during the robotic procedure in combination with the uneven wall thickness of the cannula. Although the exact root cause could not be confirmed, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. Additional information requested and received. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.